Event description:
It was reported that the top case syringe holder not working properly. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had chipped top case corners, cracked bottom case by l-bracket, cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced top case and replaced optocoupler as a preventative measure. The cause of the reported problem was traced to the customer damage of the device (improper handling). A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 24-jun-2013.